Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they felt like the stimulation was too strong several times. The patient stated that they felt a kind of shock when they sat down or moved a certain way. The patient confirmed that they only felt the shock with certain movements but they no longer feel it. Reviewed therapy information. The patient was redirected to their healthcare provider to further address the issue. Additional information was received on 2024-jul-30. The patient called back and stated that their hcp told them to call manufacturing representative to review decreasing stimulation. The patient mentioned that the stimulation was being uncomfortable at times. The agent walked the patient through successfully decreasing stimulation on the call. The patient reported that they will maintain stimulation and monitor symptoms.